Manufacturer narrative:
The physician used a 0.014" grand slam wire (manufactured by abbott) and an angiosculpt device to treat the sfa vessel. During the treatment, the physician noted a kink in the guide wire in which the angiosculpt device would not cross over the kink. The physician removed the angiosculpt device and the guide wire and rewired the vessel with a new angiosculpt device and a new 0.014" grand slam wire. The rewiring of the vessel resulted in prolongation of the case. The angiosculpt device was discarded by the hospital, thus unable to evaluate device. An MDR is being submitted because the guide wire that was used with the angiosculpt device malfunctioned. The physician had to rewire the sfa vessel which resulted in prolongation of the case. There was no clinical injury reported by the physician.

Event description:
Physician treated the sfa vessel with an angiosculpt device and a 0.014" grand slam wire (manufactured by abbott). Physician noted a kink in the guide wire. The angiosculpt device would not cross over the kink. After opening a new angiosculpt device, it was confirmed that the issue was with the guide wire and not the angiosculpt device.